Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the helix of the right atrial (ra) lead had "got completely out". The ra lead was removed and the physician attempted to screw/unscrew the lead but it didn't work. The procedure was completed with a new ra lead. No patient complications have been reported as a result of this event.